Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous, and severely calcified left subclavian artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications, or injuries were reported.